Manufacturer narrative:
The product has been returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this lead was an attempted implant due to elevated pacing impedance measurements and unstable sensing and thresholds measurements after multiple placement attempts. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the helix was retracted and cut was observed on the surface of the insulation. Resistance and pressure testing were performed which confirmed the electrical continuity and insulation integrity of the lead. Laboratory evaluation confirmed the lead damage occurring during the attempted implant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.